Event description:
Health care professional reports 4 pt reactions with first usage of psn membrane. The first pt was noted to have chills, back pain and a fever at the onset ot the treatment. The treatment ws stopped at this time and benadryl and solumedrol were administered IV with relief of symptoms. The second pt was noted to have back pain after noting pt described above have symptoms of a similar nature. The treatment was stopped at this time and the pt was changed to a cellulose acetate membrane for the remainder of the treatment without incident. The following treatment was initiated with a psn membrane and the pt tolerated the first 1 1/2 hours of the treatment without complaint until noticed that a psn membrane for the remainder of the treatment without incident. The third pt was noted to have shortness of breath, itching and back pain at the onset of the treatment. The pt was noted to be 7 kg above his dry weight and had a high phosporus level at this time. The hcp reports the pt has complained of itching and sob with prior treatments however the pt was removed from the dialyzer at the onset of the symptoms and continued the treatment with with cellulose acetate membrane without incident. The fourth pt reported feeling "drugged out" and compained of a headache at the onset of the pt treatment. The pt requested to remain on this dialyzer however the hcp removed the pt from the dialyzer at the onset of the symptoms and continued the treatment with a cellulose acetate membrane without incident. The hcp reports all pts are fully recovered. These incidents occurred over about 1 month time in which 75 pts were being converted form cellulose acetate membranes to the psn membrane. The hcp stated that hte first pt noted above was considered to have a first use reaction to the psn membrane, it is not sure if the remaining 3 incidents are attributed to the psn.